Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt is not receiving effective stimulation therapy from his scs system. A system diagnostics showed multiple invalid lead contacts. An sjm rep attempted to reprogram the pt's system unsuccessfully. X-rays taken did not show any anomalies. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.